Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a patient who had an initial left knee implanted on an unknown date, underwent a revision procedure on or about (B)(6) 2023 for instability. The patient was revised to a djo baseplate and glenoshere. An exactech tray, and a 40mm constrained liner. There were no surgical delays or device breakages. The patient was last known to be in stable condition following the event. The devices are not available for return due to hospital policies. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, b5, d1/d2a/d2b, h6. MDR section codes updated/corrected: a, b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. Device determined to be an unknown shoulder. The cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient who had an initial left shoulder implanted on an unknown date, underwent a revision procedure on or about (B)(6) 2023 for instability. The patient was revised to a djo baseplate and glenoshere. An exactech tray, and a 40 mm constrained liner. There were no surgical delays or device breakages. The patient was last known to be in stable condition following the event. The devices are not available for return due to hospital policies. No further information.